Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an scd sleeve. The customer reports "24 yo male who was in a motor vehicle accident and has a head injury. He was not on any anticoagulants due to the head injury. Right leg discoloration from knee to foot found bruising."

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.